Manufacturer narrative:
A ge service representative performed an onsite investigation. The trigger pedal was reconnected. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an activated temperature alarm and would not allow fluoroscopic images to be taken. No patient injury was reported.